Event description:
A report was received that the patient will undergo an ipg replacement due to the inability to charge. The patient had revision where the physician used electrocautery. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician' implant manual (B)(4)

Event description:
A report was received that the patient will undergo an ipg replacement due to the inability to charge. The patient had revision where the physician used electrocautery. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. The patient was doing fine after the procedure. Device evaluation indicated that the ipg passed visual, operational, and electrical imaging tests performed. The complaint of difficulty charging was not verified. In the lab, the device could be charged in one charge cycle from its hibernation state. Battery depletion rate was within the expected range. However, the device exhibited an error code 000020000, which indicates a digital ic data ready timeout. The code was cleared by a magnet but it reappeared later.